Event description:
Customer reported that the alarm is stuck on hold. Customer tested the unit with a new sensor and applied pressure to the pad, but the hold mode will not release. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product revealed the hold mode feature was not stuck and releases properly. The unit did not sound the alarm when weight was taken off the sensor pad. The unit did not pass functional tests. The unit case green over mold has a small cut on it. (B)(4).